Event description:
It was reported by the customer the patient was admitted on (B)(6) 2025, for the sixth cycle of chemotherapy after being diagnosed with cervical cancer eight months ago. The patient brought in a PICC catheter that had been placed on (B)(6) 2024. On (B)(6), during intravenous infusion, leakage was found at the PICC catheter port. Upon inspection, no abnormalities were found at the catheter port or the infusion set. When the catheter was pulled out 4 cm from the superior vena cava, a leakage point was discovered. The chemotherapy drugs were then administered via an indwelling needle, causing physical and mental distress due to repeated punctures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.